Event description:
It was reported that tip detachment occurred, requiring snare for removal. The target lesion was located in the severely tortuous and severely calcified tibial vessels. A savion flx guidewire was selected for right lower extremity arteriogram. During the procedure, the physician attempted to cross the tortuous anatomy at the patient's dorsalis pedis or loop artery. However, while crossing the wire through the artery, the distal end of the guidewire tip broke off and detached from the remaining wire end. The physician had to use a snare device to capture the broken tip of the wire and remove it from the patient's artery. The procedure was completed using a non-boston scientific (bsc) guidewire. No patient complications were reported. It was further reported that the correct device used in the procedure was v-14 control wire. The savion flx guidewire was not used in the procedure.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Manufacturer narrative:
Detailed product information was not provided to bsc. Gfe was completed and further product information was not known. Because the product information is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Device evaluated by MFR: the v-14 control wire was returned to our post market quality assurance laboratory. Visual inspection was performed, and it was observed that it was detached and bent at distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that tip detachment occurred, requiring snare for removal. The target lesion was located in the severely tortuous and severely calcified tibial vessels. A savion flx guidewire was selected for right lower extremity arteriogram. During the procedure, the physician attempted to cross the tortuous anatomy at the patient's dorsalis pedis or loop artery. However, while crossing the wire through the artery, the distal end of the guidewire tip broke off and detached from the remaining wire end. The physician had to use a snare device to capture the broken tip of the wire and remove it from the patient's artery. The procedure was completed using a non-boston scientific (bsc) guidewire. No patient complications were reported. It was further reported that the correct device used in the procedure was v-14 control wire. The savion flx guidewire was not used in the procedure.

Event description:
It was reported that tip detachment occurred, requiring snare for removal. The target lesion was located in the severely tortuous and severely calcified tibial vessels. A savion flx guidewire was selected for right lower extremity arteriogram. During the procedure, the physician attempted to cross the tortuous anatomy at the patient's dorsalis pedis or loop artery. However, while crossing the wire through the artery, the distal end of the guidewire tip broke off and detached from the remaining wire end. The physician had to use a snare device to capture the broken tip of the wire and remove it from the patient's artery. The procedure was completed using a non-boston scientific (bsc) guidewire. No patient complications were reported.